Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect platinium filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. G5) k171712. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: upon opening the retrieval device snare, the snare was twisted ((B)(4)). The device was removed and a new device was opened to complete the procedure. The filter ultimately was not retrieved ((B)(4)). The user stated the filter was straight, but the patient anatomy was tortuous. (B)(4) was created to capture the celect platinum filter that was the focus on this procedure. (B)(6) 2019. Additional information received (B)(6) 2019: the same treating physician made an additional attempt to retrieve the celect filter ((B)(4)) on (B)(6) 2019. They attempted the retrieval with a cook cloversnare ((B)(4)), but the snare loop could not engage the hook of the filter. There was no product malfunction, just that they could not engage the filter hook. The physician believes the hook may have endothelialized, causing the difficult retrieval. The filter has been in place approximately 2 ½ to 3 months as of (B)(6) 2019. It is unknown if additional retrieval attempts will be made. The patient is stable. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the investigation is based on the event description only, which reported difficulties with retrieving a celect-pt filter due to suspicion of 'endothelialization of filter hook' and possibly 'a tortuous patient anatomy'. No harm to patient reported. No images were provided and therefore it would be inappropriate to speculate why the filter could not be retrieved. However, it should be noted that anatomical conditions as well as 'endothelialization of the filter hook' may be responsible for the retrieval difficulties. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. No evidence to suggest the product was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.